Event description:
Handle broke off of walker. Break occurred in tubing material not at seam or joint. If pressure had been on that side would have fallen forward. Dates of use: 2007 - 2009. Diagnosis or reason for use: ms.